Manufacturer narrative:
Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) of 1400mg/dl and high ketones. Customer addressed elevated bg with a bolus via the pump. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. There was no permanent damage and the customer was released from the ICU on 2/23/25. A pump system check was performed by tandem technical support and the pump is functioning as intended.